Manufacturer narrative:
Device analysis report.

Event description:
Per the clinic, the patient started experienced frequent extreme dizziness and nausea in (B)(6) 2024. Audiologist tried to reprogram the device and noticed that the patient had facial nerve stimulation with low frequencies and dizziness with high frequencies. Because of the limited option for re-programming, the patient's speech understanding dropped. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.